Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Customer followed instructions from technical support to remove case and o-ring and clean the area, leading to successful resumption of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.